Manufacturer narrative:
Discarded by the stie.

Event description:
A cown valve cna19 that was implanted 4 years ago (unknown date) was explanted on (B)(6) 2023 due to svd. Reportedly, inspiris 21mm valve was implanted in the patient as a replacement. Based on the medical judgment received, it is possible that the valve was under-sized at the point of implantation. No further information is available at this time.

Manufacturer narrative:
Updated fields: a2, a3, a4, b4, b5, g3, g6, h2, h3, h6. Since the device was not available for return and serial number of the device was not provided, further investigation on the device cannot be performed and definitive root cause of the reported event cannot be established. However, from the medical judgement received, the possible cause of the event could be related to ppm (mis-sizing). As such, it is possible that ppm has contributed to early degeneration of the valve. Should further information be received in the future, a follow up report will be provided.

Event description:
A cown valve cna19 that was implanted 4 years ago (unknown date) was explanted on (B)(6) 2023 due to svd. Reportedly, inspiris 21mm valve was implanted in the patient as a replacement. Based on the medical judgment received, it is possible that the valve was under-sized at the point of implantation. Based on the further information received, there was no symptoms for the patient after three years of implantation. Reportedly, patient annulus was 20 mm, dyspnea on exertion were note from 2022. Swelling of foot occurred in (B)(6) 2022, psv of 4.98 m/s measured in (B)(6) 2023, and in (B)(6) 2023, mpg was 99mmhg, severe as was noted, and device replacement was performed since regurgitation due to svd/ppm was suspected. Reportedly, patient also has history of hypertrophic cardiac tendonopathy, and hypertension.